Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 451mg/dl which was treated with insulin pump. Customer¿s sensor had unexpected threshold suspend. Customer¿s sensor glucose was 49mg/dl and blood glucose was 451mg/dl. Insulin pump will not be returned for analysis.